Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. The pump was unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer stated that the insulin pump got damaged. The customer's blood glucose was high level of 300 mg/dl at the time of the incident. The customer's current blood glucose was 313 mg/dl. The customer treated with syringe. The customer stated that the black ring in the compartment was coming loose and now it just came out. The drive support cap was normal. The product was returned for analysis.